Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unable to verify motor error alarm due to display anomaly. However, motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin the tubing did not exit during prime. The customer stated that the anomaly had been happening on and off. The customer stated that the insulin pump might have been exposed to moisture. The customer stated that they were able to rewind the insulin pump. The customer stated that there was a crack on the corner of the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.